Manufacturer narrative:
This is the same event as 3010536692-2015-00787, -00788.

Event description:
Allegedly, patient was revised due to mom complications, pain; mobility issues; metallosis; fluid build up. - right.